Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to a (buzzer and speaker failure) were recorded in the device event log. In conclusion, the device's system board, speaker assembly and buzzer assembly need to be replaced to address the issue. The buzzer assembly is on backorder therefore the repairs have not yet begun. A follow-up report will be filed if any additional information is received that changes the outcome of the reportable event.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to a (buzzer and speaker failure) were recorded in the device event log. In conclusion, the device's system board, speaker assembly and buzzer assembly need to be replaced to address the issue. The buzzer assembly is on backorder therefore the repairs have not yet begun. A follow-up report will be filed if any additional information is received that changes the outcome of the reportable event. New information: the trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to a (buzzer and speaker failure) were recorded in the device event log. In conclusion, the device's system board, was replaced to address the issue. Additionally, during the evaluation the technician replaced the speaker assembly and buzzer assembly as precautionary as a failure of the components could not be ruled out. A final test, battery check, valve check, running test, and cleaning were performed, confirming normal operation. The software version 1.06.10.00 was confirmed.